Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Per the physician, the cause of the no reflow phenomenon was unknown, therefore csi could not be ruled out as a contributing factor. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The diamondback coronary orbital atherectomy device(oad) was operated on low speed for one treatment pass and the crown jumped forward. St elevations were observed shortly after and the oad was removed. Imaging identified a vessel perforation and stent placement was performed. Imaging was performed and revealed no impact to flow. A second stent was placed proximal and the balloon was dilated to 17 atms, following which no reflow occurred. The patient was transferred to the intensive care unit with an intra aortic balloon pump placed. The following day the patient was brought back to the lab and balloon angioplasty of the entire vessel was performed, along with administration of aggrastat. The patient had timi 2 flow following the procedure and will continue to be monitored.